Event description:
The customer states that after a completed cycle in the sterrad 200 system, the processed loads are coming out of the unit with white residue on them. The white residue is inside the packaging. The customer reported that they had loaner instruments from stryker which are arthroscopy cannulas. He described the residue as looking like water stains on the stainless steel cannulas. The customer came into contact with h2o2 and was not wearing ppe. He said he had white staining on his hand that resolved without medical intervention.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, health hazard evaluation and the system hazard use misuse analysis. The DHR (device history review) for the sterrad 200 system (serial number (B)(4)) was reviewed and there were no issues noted. The service and complaint history for the sterrad 200 showed this was the only "white residue" or h2o2 skin contact complaint for this sterrad unit as of (B)(4) 2010. Trending analysis for (dpmo) for the single door sterrad 200 (catalog # 10201), with the problem code "white residue", over the last (B)(4) ((B)(4) 2009 to (B)(4) 2010) showed the dpmo went above the upper control limit (ucl) in (B)(4) 2010. Those months that went above the ucl had no more than (B)(4) white residue complaints for each of those months. This does not constitute a significant trend of this issue. There was 1 complaint for each of the months: (B)(4) 2010. Trending analysis for (dpmo) with the problem code "skin contact - h2o2", over the last (B)(4) ((B)(4) 2009 to (B)(4) 2010) showed that the dpmo went over the upper control limit (ucl) in (B)(4) 2010. The other months were below the ucl. This does not constitute a significant trend of this issue. The month that went above the ucl had 1 complaint. The hhe (health hazard evaluation) was reviewed for the white powder residue issue. The hhe health index is (B)(4) or none/ negligible. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The hhe (health hazard evaluation) was reviewed for h2o2 skin contact. The hhe health index is a (B)(4) or none/ negligible. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The shuma (system hazard use misuse analysis) shows that the highest initial risk index score associated with residue which includes "white residue" is a (B)(4), which resides in the "broadly acceptable risk" category. Thus, the risk of this issue is acceptable. The shuma (system hazard use misuse analysis) shows that the risk index associated with exposure to h2o2 condensate on a load surface is a (B)(4), which is a (B)(4), or "broadly acceptable risk". Since the residue sample was not sent to asp, the investigation cannot proceed further. A customer education letter will be sent to notify the customer that the (B)(4) arthroscopy cannulas are not recommended for the sterrad 200. The 2008 sterrad 200 user manual, page 12 of 85, stated, "warning! Risk of skin injury: direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use". Asp contacted (B)(4) who stated that none of their arthroscopy cannulas were recommended for processing in the sterrad 200. (B)(4) stated that white residue was most likely detergent residue and not caused by the sterrad 200, but they cannot say with 100% certainty that a device that is not recommended for the sterrad won't result in white residue. Residues inside wrapped devices are almost always soil or patient debris that was not properly removed during device cleaning. Generally speaking there is no way that a barrier such as the packaging material, that prevents the ingress of micron-sized microbes will allow in macroscopic debris, including the h2o2 stabilizer residue. The only way this could possibly happen would be if residues were outside the wrap and fell in during the unwrapping process.

Manufacturer narrative:
Evaluation by manufacturer - an asp field service engineer (fse) was dispatched onsite to test the sterrad 200 unit. He tested the unit to verify that it was operating fine. The fse stated that the system meets manufacturer's specifications. The customer reported that they are no longer experiencing white residue on their instruments. A sample of the white residue was requested, but has not yet been received for evaluation. A supplemental report will be sent with the investigation results.